Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. The sutures of two proglide devices were successfully pre-placed in the left common femoral artery. The right common femoral artery was used as an additional access site for this procedure. The sheath was upsized to greater than 18f, and the tevar procedure was completed. Reportedly, post procedure, it was noticed that both proglide knots were tightened to the vessel wall with significant oozing and pulsatile flow observed. A cut-down was performed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Two additional devices were returned for this event. One device was returned with the suture inside the device due to two needles to cuff misses. An additional plunger was deployed and with a needle to cuff miss.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. No malfunction was reported. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on observations from the returned device analysis an anterior needle to cuff miss occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.